Manufacturer narrative:
Review of images: batch 19525 crrs r190 cell 3 is kell positive. Cell 3: negative visually appears positive. Pos ctrl: 4+ batch 19526 extend I dp051( initial information provided to tech support indicated that crrid was done. However transferred files revealed that extend I was done instead). The following cells are kell positive: 2, 6 & 8. Cell 2: negative visually appears positive. Cell 6: 2+ visually appears positive. Cell 8 1+ visually appears positive. Pos ctrl: 4+ neg ctrl: 0. Tech support will provide the following reference to the customer: (B)(4). There are some instances where the instrument may generate a negative well interpretation for capture-r ready-screen or capture-r ready-ID® assays and subsequent visual interpretation of those reactions are weak positive or questionable (equivocal). We are recommending that you perform a visual verification of negative reactions before final release of those well results.

Event description:
A customer reported unexpected negative reactions with the screening assay on the galileo echo instrument. The patient has a history of anti-kell.